Event description:
It was reported that cartridge alarm 20 occurred when customer tried to load new cartridge, and pump repeatedly ejected cartridge during loading. There was no adverse impact to the customer¿s blood glucose level. Customer was able to successfully load cartridge afterward and resume insulin therapy, and issue was resolved with no additional actions reported.